Event description:
A customer reported that for about four weeks, the cartridge was not fitting properly on the pump, despite refilling the same cartridge. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to remove the case from the pump, inspect the pump and pneumatic tap area, and remove the o-ring found on the tap. The customer cleaned the area and was assisted with filling a new cartridge. The customer successfully completed the load process and resumed insulin therapy.